Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath on the ra lead, the lead was successfully extracted. Next, while working on the rv lead, the philips laser system (used to power the glidelight) displayed an error code. After several unsuccessful attempts to resolve the error code, a spectranetics 11f tightrail device was used to progress down the vasculature. However, after reaching the superior vena cava (svc) region, an effusion was noted via transesophageal echocardiography (tee), followed by a drop in the patient's blood pressure. Rescue efforts began immediately, including rescue balloon and sternotomy. An svc/ra junction perforation was discovered and repaired. The rv lead was removed post-sternotomy, and the patient survived the procedure. This report captures the 11f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the tightrail during use in the procedure.

Manufacturer narrative:
A2): patient date of birth unk. A3b.): patient gender unk. B7): other relevant history unk. H3): the tightrail was not returned, thus no returned product investigation was performed. H6): great vessel and cardiac perforation are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.